Manufacturer narrative:
Other relevant components include: product ID: neu_unknown_prog, serial# unknown, product type: programmer, physician.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving morphine [25 mg/ml] at an unknown dose via an implantable pump for non-malignant pain. It was reported on (B)(6) 2017 that a drug related programming error occurred around six months prior to (B)(6) 2017. It was indicated that the wrong drug concentration was entered as the drug unit was set at mcg/ml when it should have been mg/ml. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.